Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the pt stated therapy is not helping manage their symptoms by 50% or more. Pt stated they have been having trouble all along and stated they were set at program 5, but they were having problems increasing stimulation as pt was getting a message that pt had increased stimulation to the maximum settings so pt could not increase any higher. Pt stated they had only increased stimulation "one point" and they couldn't increase stimulation any higher in program 5. Pt statedthis occurred on august 9th. Agent redirected pt to hcp to discuss programming. Pt stated they changed to program 3 then they could increase stimulation. Pt stated they increased stimulation to 5.0 but reported it's "not doing anything" and the next night pt had some "dribbling". Troubleshooting reviewed therapy overview. Pt stated they last increased stimulation on the 26th. Pt stated on the call they were on program 3 at 5.0. Pt then stated it "kicked off". Pt mentioned that it was slow today when they were trying to use the external devices. Pt then stated that the handset was at 0%. Pt plugged handset into charging cord. Agent did not ask about the circumstances that led to the reported issue. Pt will continue charging handset and will call patient services back once handset is charged for assistance increasing stimulation. Pt stated handset would not power on (was at 0%). Pt will charge handset and will call back once charged for assistance adjusting therapy. The patient called back after charging the handset, indicating that they could not increase past 5.0, seeing a message "best therapy has been received" or something similar. Caller used the equipment on the call and was able to increase with no issues. Caller will call back if it is encountered again.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.